Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact event date is unknown; however, it was reported that the event happened between (B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure. The procedure date is unknown. According to the complainant, post procedure, sometime between (B)(6) (exact date is unknown), it was noticed that the external bolster was loose. It would not stay flush to the skin and kept sliding up. The site was getting exposed and was infected. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy tube placement procedure. The procedure date is unknown. According to the complainant, post procedure, sometime between (B)(6) (exact date is unknown), it was noticed that the external bolster was loose. It would not stay flush to the skin and kept sliding up. The site was getting exposed and was infected. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.